Manufacturer narrative:
The device was returned, and the investigation has been completed. During testing, the device went through case start without issue. The imc logs from the field were reviewed and confirm the impella defective alarm. The root cause of the impella defective alarm/ pump not detected was most likely use related, as the pump had no issue going through case start when returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that when the pump was plugged into the aic console, it displayed a yellow "pump failure" message. A new pump was used to continue the case, and no patient harm was reported.